Event description:
A report was received that the pt's ipg was explanted during a pocket revision surgery. The pt has lost weight and the pocket site was uncomfortable for the pt. The explanted ipg was working properly. The pt is reportedly doing well after the explant.

Manufacturer narrative:
This is final report.